Event description:
Correction: the device was reprogrammed to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
Correction: b5 - describe event or problem.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that far p-wave oversensing resulting in inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The rv lead is close to the tricuspid valve and right atrium which is suspected to be related to the p-wave oversensing observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.